Event description:
The reporter contacted animas on 07/15/2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 499mg/dl with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus totals match but there was missing bolus records. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/22/2015 with the following findings: pump powers on with audible and vibratory features. Pump history shows pump was manually suspended on (B)(6) 2015 20:45 and manually resumed (B)(6) 2015 05:54. Manually suspend on (B)(6) 2015 19:04 and manually resumed at 19:34. A 10u audio and 10u normal bolus were successfully performed and both were accurately recorded in the pump history. Bolus history found to be recording properly. No eaw¿s occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the reported complaint cartridge cap was not returned. Test cartridge cap and returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).